Manufacturer narrative:
A 5mm reverse curette, part # 423859 from lot 147260, was returned and evaluated against the complaint. The packaging lot was confirmed with the complaint. Nicks and scratching are present on the proximal end of the drill near the connection feature. Scratching and scuffing are present on the shaft. The cutting feature of the curette is fractured. Dark debris is present on the shaft near the fracture. A review of the device history records identified no deviations or anomalies during manufacturing. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 423871 ultra drive 7mm disk drill 600710. G2:foreign: netherlands. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01252 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the two instruments broke during surgery. No known impact or consequence to the patient. It was reported that no further information is available.